Event description:
Had a pcr test twice a week apart with the first a week earlier at (B)(6). Both were negative but symptoms have been severe and all for covid. My doctor has requested I take another test but I fear inaccurate results again. He has advise me to go to hospital but I fear covid if I have tested negative to date. He has said all my symptoms are like covid but I am not able to get proper treatment without positive test. His prior blood work ruled out anything else. I feel this test is a joke. I am suffering for 3 weeks. FDA safety report ID # (B)(4).